Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy.